Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction in the dp board (printed circuit board) resulted in image blackout, and socket malfunction caused the no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the subject device exhibited a malfunction in the dp board (printed circuit board) resulting in image blackout, and a socket malfunction caused the no image when shaken. There was no patient involvement.